Event description:
The surgeon performed a right si joint fusion by placing three ifuse implants on (B)(6) 2011. A post-operative CT scan showed that the proximal implant had slightly broached the lateral margin of the s1 foramen. Forty eight hours post-op, the patient began to complain of pain in the right calf. No numbness or weakness could be documented. On (B)(6) 2011, the surgeon performed a revision surgery to remove the 50mm implant and replace it with a 40mm implant. Immediately after the revision surgery, the patient was diagnosed with a dvt (deep vein thrombosis) in the right calf. The long history of smoking and the obesity significantly increased the patient's risk for dvt in the peri-operative setting. It is unclear from the patient's history and exam if the right sided calf pain that was the impetus for the revision surgery was from a calf dvt or if the pain was related to the position of the ifuse implant in the vicinity of the s1 foramen. During a follow-up visit, the patient stated that her si pain is much improved. However she continues to complain of calf pain. She continues to use a walker or a cane. She also continues to require narcotic analgesics. She has gained an additional 20 pounds. She has not returned to work.

Manufacturer narrative:
Based upon the complaint information and investigation as well as review of the surgeon training manual and fmea, the most probable root cause is improper placement of the implant. Late reporting of this adverse event is addressed under CAPA #(B)(4).